Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the harness switch and main power switch were found to stick intermittently when tested. Additionally, a blown fuse and charred fuse component were found on the socket switch regulator, causing the reported problem.

Event description:
A user facility reported to olympus that the device's power switch was sticking and had to be pressed "multiple times to have it power down." There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 13 years) caused the power switch to stick due to repeated use over time, the amount of use and age of the device (over 13 years) led to corrosion. Also the lamp in use was not specified by olympus likely causing an excessive current flow. This issue is addressed in the instructions for use (IFU): "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire."